Event description:
A complaint was reported by the distributor indicating that the customer's pump was not charging. There was no information provided about any impact on the customer's blood glucose level. No additional actions or outcomes were reported as no further information was available.